Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, during the first cycle of percutaneous ablation, the line primer was done correctly and when the procedure started the equipment at 7:45 minutes, the error message appeared saying that the cooling was inadequate. The whole system was checked and they noticed that there was no drip inside the tank. Several maneuvers were performed to identify if the system was clogged, but to no avail. It was necessary to open another unit of the same product to give continuity of the surgical procedure, which occurred without major problems after the replacement of the product. There was no injury caused to the patient and no medical intervention was required.